Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged / blocked. It was reported the needle was clogged. To aid in the investigation, sixty samples were received for evaluation by our quality team. Fifty samples came in sealed packaging blisters and ten samples came with no packaging. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. Fifty-five samples expelled the solution with a normal flow. Five samples did not expel the solution; these five needles are clogged. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. A device history record review was completed for provided material number 305916, lot 2024137. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #305916, lot #2024137. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Ref: (B)(4). Lot: 2024137. Issue: clogged/blocked needle. Pt harm: no. Doe: unknown. #of events: unknown. Sample kit requested.